Manufacturer narrative:
Concomitant medical products: 97715 pain stim ipg, implanted (B)(6) 2018; 977c265 pain stim lead, implanted (B)(6) 2018; 97791 neuro adaptor (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.